Event description:
The customer reported that when the strip button was pressed, the device turned itself off and on the display appeared: defib failure cycle power error 8. Error 00008 appeared in the status log. There was no report of adverse patient impact.